Event description:
It was reported that during use on a pt, the ventilator generated alarms for high airway pressure and high peep (positive end expiratory pressure). (B)(4).

Manufacturer narrative:
(B)(4).